Event description:
The customer reported that the system collimator was closed down and there was no image. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.